Event description:
During CPR, defibrillator would not discharge. The screen would flash off occasionally when charge selection displayed. Unit would appropriately increase charge joules as selected, give audible tone indicating readiness for discharge, but would not discharge. Another unit (defib) obtained after approx 3-4 minutes; pt defibrillated 6 times. Pt expired 3/20/95 but not attributed to device malfunction. Observed problem on unit and duplicated problem. Intermittent unpredictable electronics failures were occurring during charging. Mfg replaced power switch.